Event description:
A sales rep reported on 02may2025 that upon x-ray review during a post-op appointment, the surgeon discovered a non-union after the mtpl-7 was implanted on (B)(6) 2024. It is unknown if the patient followed all post-op instructions and this was the first post op appointment where the issue was identified. A revision surgery is scheduled for (B)(6) 2025. Additional information was provided on 08may2025 that the hardware was removed successfully. The surgeon said the patient can be pain free after a removal like this so chose not to put any additional hardware in at this time even though the joint did not fuse. X-rays were provided and it is unknown if the device will be available to be returned.